Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and rupture.

Event description:
Healthcare professional reported left side rupture and "capsular fibrosis." Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, crease fold, deformation, red biological tissue, red particles. Voids in the gel observed after autoclave cycle. Based on the device analysis the final assessment is:-the unit is not ruptured.

Event description:
Healthcare professional reported left side rupture and "capsular fibrosis." Device has been explanted.